Event description:
It was reported reason for return: cassette not locked alarm. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. During the investigation, when a cassette was attached and the pump started, it alarmed for cassette not attached properly. During testing the downstream occlusion sensor was found nonfunctioning. An inoperable downstream occlusion sensor was found to be the cause of the reported problem. For corrective action the downstream sensor was replace. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.